Manufacturer narrative:
The device was not returned. A review of the system's logfile was performed and it was noted that the landmark accuracy check passed, no system errors were found, and based on the logfile review the system was within accuracy specification. Review of plan noted that the implants were planned within 1mm of each other. With review of available information there are no indications of a malfunction of the device or failure to meet specifications. Possible root causes of this event include factors related to the surgeon's planning, patient-specific health issues, and the surgeon's overall clinical technique. The surgeon removed the implant and redrilled the osteotomy freehand. No injury or additional medical intervention was reported as a result of this event.

Event description:
It was reported that after a dental implant procedure with the neocis guidance system (ngs) the user noted that the implants placed were too close and were not at the desired location. The user removed one implant and redrilled the osteotomy freehand. No permanent injury or additional medical intervention was reported as a result of this event.

Manufacturer narrative:
The device was not returned. A review of the system's logfile was performed and it was noted that the landmark accuracy check passed, no system errors were found, and based on the logfile review the system was within accuracy specification. Review of plan noted that the implants were planned within 1mm of each other. With review of available information there are no indications of a malfunction of the device or failure to meet specifications. Possible root causes of this event include factors related to the surgeon's planning, patient-specific health issues, and the surgeon's overall clinical technique. The surgeon removed the implant and redrilled the osteotomy freehand. No injury or additional medical intervention was reported as a result of this event.

Event description:
It was reported that after a dental implant procedure with the neocis guidance system (ngs) the user noted that the implants placed were too close and were not at the desired location. The user removed one implant and redrilled the osteotomy freehand. No permanent injury or additional medical intervention was reported as a result of this event.